Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of an innova self-expanding stent delivery system (sds). The guidewire that was used in the procedure was not returned. The outer shaft and the remainder of the device were checked for damage. Visual examination showed multiple kinks throughout the outer sheath. The proximal inner and the inner liner shafts were both separated from the device. Both of the shafts had multiple kinks. The thumbwheel was loose. The pull handle was locked. The handle was opened to inspect for further damage. The mid-shaft showed a kink at the retainer clip. The proximal inner and the inner liner separations were due to the inner liner had separated (tore) from itself. The cuff bond was intact. A .035 test guidewire was inserted into the inner liner and transcended through the lumen with no restriction or hesitation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the device became entrapped on the guidewire. A 6 x 150 x 130 innova¿ stent was selected for a leg angiogram in the superficial femoral artery (sfa). The stent was deployed successfully and upon removal, the stent catheter was stuck on the non-bsc .035 guidewire. There was difficulty removing the catheter off the wire and the inner shaft of the catheter became separated. The procedure was completed with the innova stent. There were no patient complications and the patient's status was fine.